Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused a patient to develop sinus and respiratory infections. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop sinus and respiratory infections. The patient was prescribed antibiotics and steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).